Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. The parent reported that the patient developed a skin infection two days (on (B)(6) 2025) after a sensor was inserted into the arm. Prior to insertion, the site was prepped with alcohol. Symptoms of infection included redness, pustules, and pus extending beyond the perimeter of the sensor patch. On (B)(6) 2025, the patient was evaluated by a physician and prescribed a topical antibiotic (mupirocin ointment). After 24 hours without noticeable improvement, a follow-up consultation resulted in a prescription for an oral antibiotic (cephalexin, unspecified dosage for a 10-day course), which was initiated the same day. A photo of the affected area included in the complaint record was reviewed. The image showed pus at the needle puncture site and redness extending beyond the sensor footprint, confirming the presence of a skin infection. At the time of reporting, the wound had healed, and the patient was reported to be doing well. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).